Event description:
Our hospital has become aware of a problem with bard's fem cath or quik cath device which consists of a 10 ml conical tube with a flip top lid to which a small bore catheter is attached. This device is used to collect up to 10 mls of first void urine as a "straight cath" specimen. It is not labeled to indicate that it cannot be used for collection of urine for culture. We found a dramatic increase in diagnosis of urinary tract infections due to false positive results when this device is used to collect urine because it collects a first void specimen and not a mid void specimen. I called bard in 08/2008 with my observations and they were appropriately concerned and verified my observations. I requested that they label this product as not to be used for collection of urine for culture since not only had our institution made the mistake of using this device for collection of urine for culture but hospitals and doctor's offices all over town were using this device for that purpose. When this device is used for this purpose, false positive cultures may result and pts get treated for uti with antibiotics they do not need. Overuse of antibiotics leads to development of resistant bacteria and increase the cost of healthcare. Bard also makes a urine collection kit which is labeled for the collection of urine for culture and is designed to collect a sterile straight cath mid void urine specimen. I have spoken to (B) (4), vice president of bard qa, (B) (4) and (B) (4) of bard medical services and although they were appreciative of my call, no changes have been made to the labeling of this device, and it continues to be used inappropriately. Diagnosis or reason for use: to collect first 100cc of urine.